Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) and tcmid:06 (ce post failure) error messages" was confirmed during the event log review. The customer reported tcmid:06 error message was confirmed during the functional testing. The customer reported tcmid:05 error message was not reproduced during the functional testing. Because the thermogard system failed power on self-test (post) due to tcmid:06. Further investigation revealed that the root cause of the reported error messages was a defective cooling engine (ce), likely attributed to the aging of the device. The thermogard system was manufactured in 2012 and is ten years old, well past the expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, noted a missing drip pan, worn out white rollers, dried saline traces on the ce base, burnt p18 and pic-16 terminal connector, and multiple air bubbles on display. The damaged and missing parts were replaced to address the observed physical damages. The root cause for the observed physical damages is likely attributed to user mishandling or normal wear and tear. The event log review indicated tcmid:05 and tcmid:06 error messages around the reported event date, thus, confirming the customer's reported complaint. In addition, unrelated to the reported complaint, the event log indicated mid:09 (air trap assembly) and tcmid:08 (coolant temp low) error messages. Based on the event log, the thermogard system has 12481 pump hours. The thermogard system failed preliminary functional testing due to the tcmid:06 error message displayed during post, thus, confirming the customer's reported complaint. The other error messages observed in the event logs were not reproduced during the testing. The potential root cause for the mid:09 error was the spilled saline, likely attributed to a start-up kit (suk) leak or user mishandling. This customer reported no recent history of start-up kit (suk) leak complaints. Further investigation revealed that the root cause of the tcmid:08 error was a defective cooling engine. The cooling engine assembly will be replaced to address the tcmid:05, tcmid:06, and tcmid:08 error messages. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During training, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) and tcmid:06 (ce post failure) error messages. No patient involvement.